Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. The pump was intact. The pump underwent functional testing. The investigator was unable to replicate the customer reported product problem (pump stops running even with new batteries/failure of batteries to hold charge). The pump was able to run with new batteries. There were also no issues with batteries being able to hold charge. The device passed all the functional tests when the program was run for an extended period of time. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pump software was reinstalled as a preventive measure.

Event description:
It was reported that the cadd ms3 pump stopped running even after new batteries were installed. The pump was also failing to hold charge. No patient injury or complications were reported in relation to this event.